Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. The patient received a temporary pacing system. No adverse patient effects were reported. The rv lead was explanted.